Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. The impact on the customer's blood glucose level was unknown, as the customer declined to provide that information. The technical support team determined that the pump was malfunctioning and had been reported with the same issue multiple times. As a corrective measure, the customer was instructed to place the faulty pump into storage mode and return it using a provided return box and pre-paid label. A replacement pump with updated software was sent, and the customer was advised to transfer settings and connect their cgm to the new pump. The customer was informed to send back the pump within 10 days to avoid charges and acknowledged all instructions provided by technical support.